Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, left atrial appendage closure procedure, on the first firing, when the device was attempted to be used for left atrial appendage closure, the device handle could not be squeezed and the device was unable to be fired. The surgeon then used another device to resolve the issue in order to complete the case. The surgical time was extended by less than 30 min. There was no patient injury.